Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05232 it was reported that both of the patient's leads eroded and were protruding after the patient lost and then gained a significant amount of weight. Surgical intervention was undertaken to explant the entire system. Further updates were not available.